Manufacturer narrative:
(B)(6). The device manufacture date is currently unavailable. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of the device not working at all was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was observed that the device had an oil leak, the angle adapter was loose and the closing tube bumpers were missing. It was determined that this was due to normal wear out from use. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that foot control device had an oil leak. It was noted in the service order that the device did not work at all, the angle adapter was loose and the closing tube bumpers were missing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Date of manufacture: december 19, 2002. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.